Event description:
A customer contacted global technical services (gts) regarding a high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice (hc) after use. The home patient (hp) stated that they had problems with the machine all night. The hp stated that first they had a reload the set 163 alarm, then they connected to the machine and had issues draining, so they started over and went through therapy. The hp stated that when they got off the machine they had the high drain/call pd nurse alarm so they tried to open the door and got a system error 2084. The technical service representative (tsr) explained the alarms. The tsr was unable to get any other information. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported high drain/call pd nurse alarm. The nurse stated that she was aware of this event. She stated that the patient has been able to continue therapy on the new cycler successfully. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). To reflect the date this report was first received by a baxter employee. Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). The iipv was also confirmed during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The assignable cause of the iipv was insufficient drain, due to use error, the tidal ultrafiltration (uf) removal being set too low. The label review found the labeling adequate for the use error in this complaint.